Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had a crack on the screen and that the screen would not light up. The customer was then admitted to the hospital for a high blood glucose of 490 mg/dl. The customer did not feel well and he was connected to the pump at the time of hospitalization. The insulin pump is out of warranty and will not be returned for analysis. Conversely, no products were shipped to the customer.